Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Related manufacturer report number: 2017865-2021-02537; 2017865-2021-02543. It was reported that the patient had no presenting symptoms. It was noted that the implantable cardioverter defibrillator exhibited a battery performance alert for advisory, failure to capture and noise with isometric testing was observed on the atrial lead and noise and oversensing was observed on the right ventricular lead. The implantable cardioverter defibrillator was explanted and the atrial and right ventricular leads were capped (B)(6) 2021 and replaced. The patient was stable.